Manufacturer narrative:
(B)(4).

Event description:
The pt underwent surgery on (B)(6) 2010: the "connection had to be re-done with new tubing," and "tubing came off." The pt had a "heart attack" on (B)(6) 2010 and was hospitalized. It was unclear if the pump medication was adjusted because of the heart issue. On (B)(6) 2010 the pump was refilled. On (B)(6) 2010, the "pump went out," and the "pump quit" while the pt was at home. The ptm (personal therapy manager) display was not responding and was blank when powered up. A new pump was "ordered" on (B)(6) 2010 and per the reporter, the medtronic employee "gave me new pump." It was unclear if the pump issue was related to the ptm issue. Additional information has been requested, but was not available as of the date of this report.